Event description:
Additional information reported that the patient experienced a leakage. It was noted that one the programs on her implantable neurostimulator (ins) worked better than the other and was a maximum of 7.1 volts. The patient stated that the other program 'hurt' and the 4th program did not work at all for her. She did note that the ins did provide her with some therapeutic benefit but she desired more. The patient also reported that she felt a 'vibration' at the ins site when leaning back and pressing in the device when sitting in certain positions. Additional information was requested, but was not available at the time of this report.

Event description:
The patient experienced a loss of bladder control, low grade fever and shaking/chills following implant. Antibiotics were administered. At that time she felt a change in her stimulation sensation during the episodes. Additional information has been requested.

Manufacturer narrative:
Lead model 3889-33 lot# v590628 implanted: (B)(6) 2011 explanted: programmer model 3037 serial# (B)(4).